Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2009.

Manufacturer narrative:
Reason for surgery: sui, uterine prolapsed with a large cystocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation with concurrent laparoscopic assisted vaginal hysterectomy.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07091. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 09/19/2012. (B)(4). It was reported that due to mesh erosion, lower back pain and dyspareunia the patient underwent mesh removal.